Event description:
It was reported that the patient visited the emergency room due to hyperglycemia. The pod was worn between 24 and 36 hours prior to arrival. At the time of pod placement, her blood glucose measured 222 mg/dl. After sleeping and administering a bolus dose of insulin, her glucose level rose to 388 mg/dl. A second bolus was given, yet her glucose continued to climb, reaching 422 mg/dl. She reported symptoms including shortness of breath, chest heaviness, dizziness, and lightheadedness. The patient expressed concern that the pod may not have been delivering insulin effectively, although it appeared to function normally during hospitalization. Treatment involved intravenous fluids and cardiac evaluation to rule out any heart attack in the light of her chest pain. The patient was discharged after 11 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.